Manufacturer narrative:
This complaint is related to (B)(4)/medwatch#1828100-2020-00373.

Event description:
It was reported that the occluder head had an error and an 'occluder not responding' message was displayed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint is not verifiable. Multiple diligence attempts for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received that the issue occurred during setup. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.